Event description:
Customer reportedly obtained a result of 4.4 inr on the coaguchek xs system and 3.3 inr on a comparison lab. No action taken on device results, however, coumadin was changed based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.